Manufacturer narrative:
The device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion and was returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this patient had presented to the hospital due to a syncopal episode and an injury to the head. Device interrogation did not identify a detected arrythmia around the time of the patient's symptoms and normal device function was confirmed.